Manufacturer narrative:
UDI not available, as product was manufactured on or before 23 sep 2014.

Event description:
It was reported, that the patient presented for a routine generator change. During procedure, it was noted, that the right atrial lead failed to capture and exhibited under sensing. The lead was capped and replaced on (B)(6) 2023. The patient was stable.